Event description:
A malfunction alarm known as alarm 20 was reported by the customer with the pump during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, confirming the shipping address and instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid shipping label within 10 days.